Event description:
Procedure type: sigmoid resection. According the to reporter: the surgeon was attempting to fire the device to close the enterotomy on the colon. When fired, it seemed to fire as expected, however, when the stapler was opened no staples were present and the enterotomy remained open. The surgeon hand sewed the closure of the enterotomy. Operative time was delayed 30 minutes. No significant bleeding was reported. No unanticipated tissue loss or damage occurred.

Manufacturer narrative:
(B)(4).